Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump was experiencing unexpected battery power losses. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer noted she saw a screen she was unfamiliar with, and did not receive a low battery alarm customer noted the battery cap was not dropped, bumped, or exposed to moisture. Customer was advised to try new batteries, but it did not resolve the issue. The customer was advised a replacement insulin pump will be sent out and they may remain using the device as long as they have new batteries at all times. Customer was unable to return the device, because she is leaving for vacation.